Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a 28-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy period"), genital haemorrhage ("bleed for the next 2 years"), migraine ("migraines"), insomnia ("insomnia"), fatigue ("fatigue") and menstruation delayed ("missed period"). The patient was treated with surgery (hysterectomy). Essure was removed in 2015. At the time of the report, the abdominal pain, menorrhagia, genital haemorrhage, migraine, insomnia, fatigue and menstruation delayed outcome was unknown. The reporter considered abdominal pain, fatigue, genital haemorrhage, insomnia, menorrhagia, menstruation delayed and migraine to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc (product technical complaint) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a 28-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy period"), genital haemorrhage ("bleed for the next 2 years"), migraine ("migraines"), insomnia ("insomnia"), fatigue ("fatigue") and menstruation delayed ("missed period"). The patient was treated with surgery (hysterectomy). Essure was removed in 2015. At the time of the report, the abdominal pain, menorrhagia, genital haemorrhage, migraine, insomnia, fatigue and menstruation delayed outcome was unknown. The reporter considered abdominal pain, fatigue, genital haemorrhage, insomnia, menorrhagia, menstruation delayed and migraine to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: content from social media received. Events bleed for next 2 years, migraines, insomnia, fatigue, abdominal pain, missed period and heavy period. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a (B)(6) female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had essure removed.). Essure was removed in 2015. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.